Event description:
Patient bipap machine shut down/stopped working. Patient was in ICU for copd on s/t mode with settings as follows: ipap 18 cmh20, epap 6 cmh2o, rate 16 bpm o2 35 percent, sao2 95 percent, patient alarm for bradycardia, nursing responded to find pap machine had shut off. Patient was a dnr, nursing attempted sternal rub and bag-value mask then stopped due to dnr. Patient expired. Machine is being investigated by third party.